Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency room with complaints of lightheadedness and dizziness. The electrogram showed possible loss of capture on the right ventricular (rv) lead. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.